Event description:
A report was received that the patient does not feel any stimulation. An x ray taken showed that multiple contacts on the paddle lead have detached from the lead. The patient does not want to undergo a lead revision but instead is in discussions with the physician to have the precision device explanted.

Manufacturer narrative:
The patient had the entire precision system explanted. Additional suspect medical device component involved in the event: model#:sc-1110-02 serial#: (B)(4) description: ipg kit without pull-through tunneler visual expection of the ipg revealed no anomalies. Visual inspection of the paddle lead confirmed device has lost its integrity; several electrodes were broken off and missing. The sutures sleeves appear normal. The root cause and exact timing of the damage is unknown.

Event description:
A report was received that the patient does not feel any stimulation. An x ray taken showed that multiple contacts on the paddle lead have detached from the lead. The patient does not want to undergo a lead revision but instead is in discussions with the physician to have the precision device explanted.